Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per (B)(4) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that twenty four-hour infusion of cyclosporin (bag concentration: 2mg/ml) was ordered. The drug volume was a total of 58ml in the bag and tubing was primed with the drug leaving approximately 38ml in the bag. Volume to be infused was set at 38ml to allow for a flush to be instilled so entire 58ml would be infused. The pump was set to infuse at 2.4ml/hr. However, 18.5 hours into the infusion the pump alarmed air-in-line. It was then noted that the entire 24-infusion was complete at that time, including the 20ml flush that was instilled to get the drug through the line. The patient was then checked and found that the medication is within the therapeutic dose reference. There was no patient harm and there was no additional intervention provided.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available. Additional information: device available for eval, returned to manufacturer on, device return to manuf., device eval by manufacturer, if other specify, imdrf annex a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd.

Event description:
It was reported that twenty four-hour infusion of cyclosporin (bag concentration: 2mg/ml) was ordered. The drug volume was a total of 58ml in the bag and tubing was primed with the drug leaving approximately 38ml in the bag. Volume to be infused was set at 38ml to allow for a flush to be instilled so entire 58ml would be infused. The pump was set to infuse at 2.4ml/hr. However, 18.5 hours into the infusion the pump alarmed air-in-line. It was then noted that the entire 24-infusion was complete at that time, including the 20ml flush that was instilled to get the drug through the line. The patient was then checked and found that the medication is within the therapeutic dose reference. There was no patient harm and there was no additional intervention provided.

Event description:
It was reported that twenty four-hour infusion of cyclosporin (bag concentration: 2mg/ml) was ordered. The drug volume was a total of 58ml in the bag and tubing was primed with the drug leaving approximately 38ml in the bag. Volume to be infused was set at 38ml to allow for a flush to be instilled so entire 58ml would be infused. The pump was set to infuse at 2.4ml/hr. However, 18.5 hours into the infusion the pump alarmed air-in-line. It was then noted that the entire 24-infusion was complete at that time, including the 20ml flush that was instilled to get the drug through the line. The patient was then checked and found that the medication is within the therapeutic dose reference. There was no patient harm and there was no additional intervention provided.